Manufacturer narrative:
The vigilance ii monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. When the device was connected to an ac power supply, the display was unreadable. The screen would start out gray and then slowly turn black. The display appeared normal after the display cable was reseated to the cco board. A known working om2 cable was attached and a catheter was connected. It ran for over an hour with the readings staying in the expected range. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product was expected to be returned, however after attempts to the customer to retrieve the device back for evaluation, no response was received. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use on a patient using a vigilance ii monitor, the readings did not match with patient conditions. There was no allegation of patient injury. The device was available for evaluation. Patient demographics requested but not obtained.